Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5 12.6, -12.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as "the asymmetry and trusting in pentascam's vaules."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: event: statement "this resolved the problem" in initial MDR is not applicable. Reporter states the exchange lens did not resolve the problem. Reference MFR# (B)(4). Method code 4110: lens work order search: no additional similar complaint type event(s) within associated lots were found. Claim# (B)(4).